Event description:
According to the reporter during laparoscopic lower anterior resection while firing across the bowel, the device did not fire. The surgeon was able to press the green button and squeeze the handle. Cracking noise inside the stapler was heard. A new handle was used to resolve the issue. There was no patient injury. Medtronic's initial evaluation of the incident the device was found to be partially fired.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was partially fired. Functional testing required the interlock to be overridden and the reload was applied to test media. The reload interlock was tested and found to function properly. The most likely cause could not be established from the information available. This issue may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection to prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.